Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting range from 100 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 2:14 pm) with results of "hi" and 381 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 12/26/2016 and open vial date is 04/24/2015. Recall test results performed fasting from meter memory: "hi" (B)(6) 2015 12:19 pm; 233 mg/dl (B)(6) 2015 12:18 pm; 402 mg/dl (B)(6) 2015 12:11 pm; 119 mg/dl (B)(6) 2015 07:41 am; 176 mg/dl (B)(6) 2015 11:35 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting range from 100 to 130mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 2:14pm) with results of "hi" and 381mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 12/26/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: "hi", (B)(6) 2015 12:19pm. 233mg/dl, (B)(6) 2015 12:18pm . 402mg/dl, (B)(6) 2015 12:11pm. 119mg/dl, (B)(6) 2015 07:41am. 176mg/dl, (B)(6) 2015 11:35pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.